Manufacturer narrative:
Device was retained by the pt. Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
It was reported, "pt originally had a femur fracture on (B)(6) 2011 that was treated with a gtn femoral nail. Gtn nail broke on (B)(6) 2011. Pt had revision surgery on (B)(6) 2011 where gtn was removed and surgeon went in with a gamma 3."